Event description:
As reported via the (B)(4) registry, a patient experienced an ischemic stroke three days post carotid index procedure. Pre-procedure nih stroke scale was 1 and the patient was symptomatic. At the time of the index procedure, angiography revealed 80% stenosis to the right distal common carotid artery. The lesion was described as 10mm in length, mildly calcified and arch type ii. The reference vessel was 7.0 in diameter with mild vessel tortuosity. A 7mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 10 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. It is unknown if air bubbles were present. There was 20% residual stenosis. The post procedure stroke scale score was 1 and the patient was discharged the next day. Three days post index procedure ((B)(6) 2013), the patient developed sudden behavioral change and aphasia. The symptoms lasted more than 24 hours with partial recovery and minor residual. The neurological event was diagnosed as an ischemic stroke. At the 30 days post procedure study visit ((B)(6) 2013), the patient¿s nih stroke score was 2. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge.

Manufacturer narrative:
Complaint conclusion: as reported via the sapphire registry, a patient experienced an ischemic stroke three days post carotid index procedure. Pre-procedure nih stroke scale was 1 and the patient was symptomatic. At the time of the index procedure, angiography revealed 80% stenosis to the right distal common carotid artery. The lesion was described as 10mm in length, mildly calcified and arch type ii. The reference vessel was 7.0 in diameter with mild vessel tortuosity. A 7mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 10 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. It is unknown if air bubbles were present. There was 20% residual stenosis. The post procedure stroke scale score was 1 and the patient was discharged the next day. Three days post index procedure ((B)(6) 2013), the patient developed sudden behavioral change and aphasia. The symptoms lasted more than 24 hours with partial recovery and minor residual. The neurological event was diagnosed as an ischemic stroke. At the 30 days post procedure study visit ((B)(6) 2013), the patient¿s nih stroke score was 2. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. The patient¿s medical history includes hyperlipidemia, CABG, smoking and hypertension. The device remains implanted. A review of the manufacturing documentation associated with precise lot number presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15749324 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Per the study adjudication minutes, the patient was admitted on (B)(6) 2014. Per the admission note, the patient went to the bathroom at around 08:30 that morning and after some period of time the wife came to check on him and found that he became stiff and then had some altered mental status. She called ems which brought him to emergency department. Wife also reported that he might have some bloody bowel movement: she could not describe it, noting it was red, and denying melena. On admission, the patient did not know the year or month, but was able to identify his wife and did know his location. On physical evaluation his cranial nerves were reported to be grossly intact. Per daughter and wife, his mental status had gotten better since the morning when he was not able to have a conversation at that time, and now he was able to have a full conversation. He had a lactate of 5.1, but this decreased to 1.8 after the patient received two liters of fluid in the ER. He was found to be hypertensive at 210/110 mmhg after receiving two liters of normal saline. A CT scan of the brain revealed no acute abnormalities. A CT scan of the abdomen and pelvis showed evidence of colitis with watershed areas. A brain MRI on (B)(6) 2013, compared to a study on (B)(6) 2012, revealed acute infarctions with small punctuate areas in the left occipital lobe, right parietal and frontal lobes and possibly in the left inferior frontal lobe. Other parenchymal abnormality included chronic infarctions seen in the basal ganglia bilaterally as well as in the right superior cerebella hemisphere. Decreased size of the left cerebella hemisphere was again demonstrated possibly due to developmental anomaly or sequelae of old infarctions. Scattered nonspecific appearing foci of increased flair and t2 signal in the cerebral white matter consistent with moderate to severe chronic small vessel disease. No mass effect. Probable developmental anomaly in the area of the right sylvian fissure with polymicrogyria noted. There was chronic blood product deposition seen in the old infarction located in the right superior cerebella hemisphere. Scattered areas of signal abnormality suggestive of micro-bleeds were also present probably related to hypertension. Neurology consultation was performed on (B)(6) 2013. Mental exam at the time of consultation revealed normal orientation to time, place, and person and intact recent and remote memory. Attention span and concentration were good. Speech and language, including naming, repetition, and ability to follow instructions were normal. No focal neurological deficits were noted. The patient had right shoulder pain which restricted some tests. Impression: episode of loss of consciousness proceeded by ¿stiffening¿ and associated ¿with shaking all over,¿ and postictal confusion lasting up to several hours. Several very small areas of acute to subacute (<7 ¿ 10) days infarction per MRI of the brain, possibly related to recent endovascular procedure (carotid stent placement on (B)(6) 2013). The eeg was performed, revealing no seizure activity. Per record, carotid ultrasound was not performed. His gi bleed resolved. The patient was discharged on (B)(6) 2013 with discharge diagnoses of ischemic colitis, hypertension, acute cerebrovascular accident, uti, lower gi bleed, and resolved lactic acidosis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion updated: as reported via the (B)(4) registry, a patient experienced an ischemic stroke three days post carotid index procedure. The study adjudication minutes agreed that the patient experienced a cva, the event was related to the procedure and related to the device. Pre-procedure nih stroke scale was 1 and the patient was symptomatic. At the time of the index procedure, angiography revealed 80% stenosis to the right distal common carotid artery. The lesion was described as 10mm in length, mildly calcified and arch type ii. The reference vessel was 7.0 in diameter with mild vessel tortuosity. A 7mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 10 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. It is unknown if air bubbles were present. There was 20% residual stenosis. The post procedure stroke scale score was 1 and the patient was discharged the next day. Three days post index procedure ((B)(6) 2013), the patient went to the bathroom at around 08:30 that morning and after some period of time the wife came to check on him and found that he became stiff and then had some altered mental status. She called ems which brought him to emergency department. Wife also reported that he might have some bloody bowel movement: she could not describe it, noting it was red, and denying melena. On admission, the patient did not know the year or month, but was able to identify his wife and did know his location. The patient developed sudden behavioral change and aphasia. The symptoms lasted more than 24 hours with partial recovery and minor residual. The neurological event was diagnosed as an ischemic stroke. On physical evaluation his cranial nerves were reported to be grossly intact. Per daughter and wife, his mental status had gotten better since the morning when he was not able to have a conversation at that time, and now he was able to have a full conversation. He had a lactate of 5.1, but this decreased to 1.8 after the patient received two liters of fluid in the ER. He was found to be hypertensive at 210/110 mmhg after receiving two liters of normal saline. A CT scan of the brain revealed no acute abnormalities. A CT scan of the abdomen and pelvis showed evidence of colitis with watershed areas. A brain MRI on (B)(6) 2013, compared to a study on (B)(6) 2012, revealed acute infarctions with small punctuate areas in the left occipital lobe, right parietal and frontal lobes and possibly in the left inferior frontal lobe. Other parenchymal abnormality included chronic infarctions seen in the basal ganglia bilaterally as well as in the right superior cerebella hemisphere. Decreased size of the left cerebella hemisphere was again demonstrated possibly due to developmental anomaly or sequelae of old infarctions. Scattered nonspecific appearing foci of increased flair and t2 signal in the cerebral white matter consistent with moderate to severe chronic small vessel disease. No mass effect. Probable developmental anomaly in the area of the right sylvian fissure with polymicrogyria noted. There was chronic blood product deposition seen in the old infarction located in the right superior cerebella hemisphere. Scattered areas of signal abnormality suggestive of micro-bleeds were also present probably related to hypertension. Neurology consultation was performed on (B)(6) 2013. Mental exam at the time of consultation revealed normal orientation to time, place, and person and intact recent and remote memory. Attention span and concentration were good. Speech and language, including naming, repetition, and ability to follow instructions were normal. No focal neurological deficits were noted. The patient had right shoulder pain which restricted some tests. Impression: episode of loss of consciousness proceeded by ¿stiffening¿ and associated ¿with shaking all over,¿ and postictal confusion lasting up to several hours. Several very small areas of acute to subacute (<7 ¿ 10) days infarction per MRI of the brain, possibly related to recent endovascular procedure (carotid stent placement on (B)(6) 2013). The eeg was performed, revealing no seizure activity. Per record, carotid ultrasound was not performed. The patient was discharged on (B)(6) 2013. At the 30 days post procedure study visit ((B)(6) 2013), the patient¿s nih stroke score was 2. Concomitant medications included clopidogrel and asprin at pre/post procedure and at discharge. The device remains implanted. A review of the manufacturing documentation associated with precise lot number presented no issues during the manufacturing process that can be related to the reported complaint. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.